Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced severe cramping sensations when therapy is on. Therapy was turned off and the patient is requesting the device be removed. There have been no reports of further complications regarding this event.